Event description:
The manufacture was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, there was contamination from dust. Error codes e007 (err_software), e053 (err_comp_log_sem_timeout), e062 (err_stuck_ramp_key, e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b) were found. The device as scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.